Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that he had missed a bolus reminder due to the insulin pump not alerting. Advised customer that the missed bolus had nothing to do with the sensor. The blood glucose reading is 107 mg/dl. Nothing further reported.